Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2016 with the following findings: investigation revealed a crack in the battery compartment at the case seal. The audio bolus button cover was observed to be damaged and punctured; the audio bolus button responded appropriately during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment at the case seal. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/13/2016.